Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber flashed and stop working. Customer thinks stone was hit" at 9 minutes and 51,459 joules of use. The procedure was completed using a second fiber. Pt outcome: "pt okay, no harm to pt".

Manufacturer narrative:
Device code (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap remains intact and attached and exhibits a drilled through condition. The glass cap exhibits mild detritus. The bevel section melted and exhibits burnt glue. There is some white unk substance noted inside the fiber cap tip. The fiber distal part is blackened. The heat shrink tube exhibits signs of being melted. Based on the analysis above, the potential for forward firing may exist. The probable root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.